Manufacturer narrative:
Exact date unknown, event occurred approximately in (B)(6) of 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 2000022284/2000022282. Product family: scs-paddle leadsl upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming attempts. The patient underwent an explant procedure and was doing well post-operatively. The explanted device components will not be returned as they were discarded.